Event description:
The customer reported that the insulin gauge displayed a different amount than expected, with a discrepancy exceeding 30 units between the displayed and expected values. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge and agreed to receive an email with links to cartridge load resources. Technical support advised the customer to call back for troubleshooting if the issue recurred.